Manufacturer narrative:
The instrument is within qc within specification with respect to controls (accuracy) and reproducibility (precision). Controls were pre and post the event and were within acceptable ranges. A bci field service engineer (fse) was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low wbc, rbc, and high mcv results on a cold agglutinin patient specimen without instrument (unicel dxh 800 coulter cellular analysis system) generated flags. The specimen was pre-warmed and rerun on the same unit and higher wbc, rbc, and lower mcv results were obtained. The erroneous results were not reported out of the laboratory. No change to patient treatment, death or serious injury associated with this event.